Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side intracapsular rupture. Capsular contracture, baker grade I. Silicone perspiration, folds, waves and rotation. The color of the device was observed to be changed, during surgery. The device has been explanted.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.